Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via patient's home monitor that nonsustained right ventricular oversensing was noted on the implantable cardioverter defibrillator. The patient was brought in for a scheduled device check and upon interrogation programming changes were recommended. The programming changes were made. The patient was asymptomatic prior to check, during check, & post interrogation.